Manufacturer narrative:
The investigation has been completed and the reported touchscreen issue was confirmed. The reported malfunction issue was unable to be verified; however, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction stopping all insulin delivery. Reportedly, the pump was dropped into water. During troubleshooting with tandem technical support the malfunction was able to be cleared. Subsequently, when the malfunction was cleared the touchscreen became unresponsive to presses. Customer's blood glucose level was 89 mg/dl.